Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2004 due to wound drainage. Additional information received from clinical data regarding patients enrolled in a clinical study indicates reason for (B)(6) 2004 revision was due to periprosthetic fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date; date implanted ; manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6), 2004. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6), 2004 due to wound drainage. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and product identification, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2004 due to a displaced nonunion of the greater trochanter and dislocation secondary to abductor weakness. The modular head and acetabular cup were removed and replaced. Patient underwent an irrigation and debridement procedure on (B)(6) 2004 due to wound drainage.